Event description:
It was observed that during the device evaluation, the rigid video laparoscope was found to have damage to the fiber bonding at the outer tube area of the distal end and a noisy image. No patients were involved. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the most probable cause of the damage to the fiber bonding at the distal end of the outer tube was traced to component failure, and the noisy image was due to a broken charge-coupled device (r-unit). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.